Event description:
Customer reported the alarm has power yet does not sound when there is no weight on the sensor. The batteries have been replaced and the customer is testing the alarm with a new sensor. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the reported issue; at first, the green light was flashing but there was no alarm. The alarm switch is stuck on the off position but can be wiggled. After the power switch was wiggled, the alarm began to sound normally. Alarm sounded intermittently during eval. After the 9v adapter was plugged in and unplugged, unit would only power with the 9v adapter and nothing else. After plugging the 9v adapter back in and wiggling it, the unit was functioning as it should. Visual inspection of the alarm unit found that the battery door is missing; aqualert water indicator label shows moisture exposure. Plastic film over battery diagram is peeling. Rj-11 pins in the alarm receptacle are corroded. Power switch is stuck on the off position. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).